Event description:
It was reported that there was low impedance, noise, oversensing, and pacing inhibition. The patient had fallen while exercising about two months earlier, and had a hip fracture. It was unclear if this was related to oversensing/pacing inhibition. Output was increased, sensitivity was decreased, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4068-45, lead, implanted: (B)(6) 2000. (B)(4).